Event description:
It was reported that intraoperative system diagnostics during generator replacement surgery returned high lead impedance results when run on the new generator. The lead was not replaced. The new generator was left implanted and not switched on. It was reported that the patient is a good responder to vns therapy and that the family had not noticed any adverse event. Review manufacturing record confirmed that the lead passed all functional tests prior to distribution. No known further interventions have occurred to date. The explanted generator was discarded.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.